Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the battery issue. The batteries were replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the movement batteries were bad and it was not possible to move the system. No patient was present at the time of the event.